Manufacturer narrative:
Lead model 3888, lot # v124517, implanted: unk, explanted: unk; extension model 37082, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; recharger model 37752, serial # (B)(4), implanted: na, explanted: na; extension model 37082, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; lead model 3888, lot # v124517, implanted: (B)(6) 2008, explanted: unk; lead model 3888, lot # v124517, implanted: (B)(6) 2008, explanted: unk; lead model 3888, lot # v124517, implanted: (B)(6) 2008, explanted: unk.

Event description:
It was reported that the patient's implant was overdischarged approximately in (B)(6) 2011 and the battery was able to be rejuvenated by performing a physician mode recharge (pmr). Since that time, the patient's implant was charging from low to full in 5 - 10 minutes but when the patient tried to use the stimulation the battery depleted within minutes. All impedances were within a normal range. The patient was not getting therapy and was back on oral medication. Subsequently, the patient was scheduled for an implantable neurostimulator (ins) replacement. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the neurostimulator model 37712, serial# (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge.

Event description:
Additional information received reported the neurostimulator replacement was cancelled. It was unknown when the procedure would be rescheduled.

Event description:
Additional information received reported the patient was doing well.

Event description:
Additional information received reported the implantable neurostimulator was explanted and replaced due to the inability to recharge. The event was not due to normal battery depletion. It was indicated there was no patient death; however, patient outcome was not provided. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received clarified that following overdischarge the neurostimulator would charge from low to full in 5 to 10 minutes then deplete in 5 minutes once the neurostimulator was turned on. A manufacturer representative tried a different recharger and saw the neurostimulator charge from 25% to 100% full. The neurostimulator was completely depleted at the most recent office visit and charged to full in 10 minutes. The neurostimulator had been overdischarged for about a month from what the patient could remember.

Event description:
Additional information received reported the patient was scheduled for a neurostimulator replacement on (B)(6)-2012. Nothing had changed with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.